Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had developed a left ventricular (lv) thrombosis which was confirmed via an echocardiogram. The patient was given oral medication and the lv lead remains implanted and in service. No additional adverse patient effects were reported.